Event description:
Device 2 of 2. Reference: 1627487-2011-04048. The pt received her scs system on (B)(6) 2011. It was reported the pt contacted the physician regarding soreness at the lead incision site. Testing revealed that her sedimentation rate (sed rate) was high; no culture was taken. The physician placed the pt on an oral antibiotic. It was reported the scs system is functioning as it should. No further complications were reported.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.